Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 09/18/2017. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed loose particles on the lens surface that could be related to the handling of the unit in a non-sterile environment. Due to the conditions of the lens sample returned, it is not possible to determine if the reported issue is related to the manufacturing process. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was lint on the intraocular lens (iol). No additional information was provided to abbott medical optics.

Manufacturer narrative:
Additional information received reported that the lint found on the lens was prior to implantation and did not have contact with the patient. Also, the doctor's name was dr. (B)(6). Reportedly, a 1mtec30 cartridge was the concomitant product in association with the lens with the lint on it. No additional information was provided. If implanted, explanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted. Initial reporter name: dr. (B)(6). Health professional: yes. Occupation: physician. All pertinent information available to abbott medical optics has been submitted.